Event description:
The complaint is reported as: incident happened on (B)(6) 2021 at 10am, during a right cardiac catheterization. The guide could not advance in the needle provided in the kit during the puncture in the vein. There was no consequence for the patient.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) within its advancer tubing and a lidstock for investigation. The introducer needle involved in the customer report was not returned. Visual examination revealed the guide wire was slightly bent at the distal end. Both the distal and proximal welds were present and spherical. Signs of use in the form of biological material was observed on the guidewire. Visual inspection of the introducer needle could not be performed as the needle was not returned by the customer. The slight bend in the swg measured 40 mm from the distal end. The overall length of the swg was measured to be 458 mm which is within specifications of 450 mm - 458 mm per wire guide product drawing. The outer diameter was measured to be 0.857 mm which is within specifications of 0.838 mm - 0.877 mm per wire guide product drawing. Functional inspection was performed per the instructions-for-use (IFU). The IFU provided with this kit states "advance spring-wire guide into the syringe approximately10 cm until it passes through the syringe valves". The undamaged portion of the swg was advanced through a lab inventory ars and 18 ga introducer needle. The swg passed through with minimal resistance. A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed with no relevant findings. The instructions-for-use provided with this kit includes the following warnings, cautions and instructions for the user: "warning: do not apply excessive force in removing guide wire, dilator or sheath. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." "Warning: practitioners must be aware of the potential for entrapment of guide wire by any implanted device in the circulatory system (i.e., vena cava filters, stents). Review patient's history before catheterization procedure to assess for possible implants. Care should be taken regarding the length of spring-wire guide inserted. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to minimize the risk of guidewire entrapment." "Warning: do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report of a kinked guide wire was confirmed through examination of the returned sample. The guide wire contained a slight bend at the distal end. The guide wire met all functional and dimensional requirements during investigation testing. A device history record review was performed, and no relevant findings were found. However, the introducer needle was not returned by the customer, therefore, the probable root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: incident happened on (B)(6) 2021 at 10am, during a right cardiac catheterization. The guide could not advance in the needle provided in the kit during the puncture in the vein. There was no consequence for the patient.